Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the pt experienced serious personal injuries, including but not limited to infection and erosion of bodily tissues. No other info is available.